Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was approximately 120 mg/dl. Reportedly, the customer did not have a backup method of insulin therapy, customer declined follow up from tandem technical support.